Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the subject meter started reading inaccurately. He claimed that on date and time unknown, he obtained an alleged inaccurately high blood glucose result of ¿275 mg/dl¿ with the subject meter compared to ¿185 mg/dl¿ on a freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). It is unclear whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He claimed that on an unknown date and time after the alleged issue began, he developed symptoms of ¿sweating [and] shaking.¿ he reported that at 2am on date and time unknown, he consumed ¿more food/drink.¿ during troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. However, the patient¿s testing steps were incorrect as he was using ¿unistrips¿ rather than onetouch ultra test strips in the meter. The issue was resolved with training. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.